Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer the motor brakes have to be lifted half way to get the motors to engage, but chair is driving around with no brakes. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.